Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The catheter shows a crack/cut just above the cuff on both sides. The catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion, the results will be forwarded.